Manufacturer narrative:
Pump was received with blank display due moisture damage on electronic assembly. Unit was received with cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that screen was cracked. Blood glucose was unknown. The insulin pump will be returned for analysis.